Event description:
The customer reported that the device 60-6085-201a medium,uterine manipulator was being used during a robotic lavh on an unknown date and there was a ¿hole in balloon.¿ there was no impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.